Event description:
A talent abdominal stent graft was implanted into a pt for the endovascular treatment of bilateral iliac aneurysms. The iliac arteries were reported as severly tortuous. It was reported a recent ultra sound demonstrated that iliac limb stent grafts are occluded. The physician assumes that the limbs kinked back off and caused the thrombosis, due to the severe tortuosity of the iliac limbs. The physician performed a femoral to femoral bypass and restored blood flow. No add'l clinical sequelae were reported and the pt is fine. (MFR 2953200-2010-02278).

Manufacturer narrative:
(B)(4). Eval, results: (arterial and venous occlusion), (severely tortuous vessels). Eval, conclusions: (severely tortuous vessels).